Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported issue. The treatment for the peritonitis was not reported. The patient was discharged from the hospital 3 days later and was reported to be recovering from the peritonitis. Additional information was requested, but is not available at this time. This is report 1 of 4.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the peritonitis was caused by a breach in aseptic technique. No additional information is available at this time. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4) a review of all batch record documents was performed for potentially associated lot number(s) h13i05013 and h13i23115 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted. Same patient as cmplnt-(B)(4).